Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not detected on the communication bus. The customer reported that pyxis did an update, and then the message "not detected on communication bus" appeared from the drawer. There was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigating the device involved in this incident, it was determined that the malfunction occurred because the drawer was not detected on the communication bus. A field service engineer reseated all connections to the drawer and restarted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.